Event description:
On (B)(6) 2010, patient reported the menu button was not responding. Patient stated, the issue occurred over the past week. Advised patient to place the infusion device into stop mode, press the menu button and listen for the beep. Patient reported the menu button does not respond to any press; unable to place the infusion device into stop mode. Patient stated, she will switch to her backup infusion device. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.